Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib testing, and ECG testing without duplicating the malfunction. Review of the activity logs did not find evidence to support the reported event. The device was recertified and returned to the customer. It's important to mention that the ECG leads and multi-function cable used during the time of the event was not returned for evaluation as part of the investigation. No trend is associated with reports of this type.